Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Event date is estimated.

Event description:
It was reported that the patient experienced a pulsing sensation resulting in uncomfortable stimulation. Surgery occurred to replace the ipg to address this issue.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.